Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was flying in an airplane. Reportedly, the alarm did not clear upon landing. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.